Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lithoclast disposable probe was used during a ureteroscopy for bladder augmentation procedure performed on an unknown date. According to the complainant, during the procedure, a combination of ultrasound and pneumatic setup was used and the probe overheated. The penis of the patient burned while advancing the probe into the urethra. The burn was treated with silvadene cream. The patient was fine and there was no serious injury to patient as a result of the event.